Event description:
It was reported that there were high thresholds. When the physician tried repositioning the lead, high impedance resulted so the lead was explanted and replaced. No patient complications have been reported as a result of this event.